Event description:
During deployment, the user reported that the AED delivered three "small charges" instead of a single charge.

Manufacturer narrative:
(B)(4). Currently pending investigation of the incident to confirm the user's allegation.